Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed on the device and no failures related to the customer complaint were found. The device was determined to be working within the required specifications without malfunction. Therefore, the complaint of intermittent out of range could not be confirmed, and a definitive root cause could not be determined.